Event description:
The pt reports that she has been wearing proclear toric xr's for 5 months. Many of the lenses have torn. Half of a contact stuck to the back of her eye for several days which led to inflammation and infection. The pt did not seek medical treatment. The problem has only been with the right eye. Follow up with the ecp notes that they were not aware of infection. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Method: no lot info, no lenses. No device info, no examination of device were provided which could indicate if the device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.